Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the doctor is not willing to share any details. The patient demographic info: age, weight, bmi at the time of index procedure? Please specify a date, indication and name of initial surgical procedure when the mesh implanted? Were there any intra-operative complications? Any concurrent procedure? Other relevant patient comorbidities? Diagnostic confirmation of vaginal mesh erosion? What is physician¿s opinion as to the etiology of or contributing factors to this event (vaginal mesh erosion)? Was the vaginal mesh excision performed? Date and surgical findings? What is the patient's current status?"

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. Vaginal mesh erosion was detected on examination in the clinic a couple of weeks ago. It was discussed in pelvic floor mdt and decision for vaginal excision of mesh has been made. No further information is available.